Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they experienced high blood glucose level of 545 mg/dl. The customer did not provide details regarding symptoms or treatment of their high blood glucose episodes. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm or failed battery test alarm noted during testing. Insulin pump was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube threads, faded serial number label and missing display window cover.